Event description:
It was reported that "suction button sticking".

Manufacturer narrative:
The user facility had reported one device, however, a second device was returned of the same lot and event description. The qe has completed his eval of the returned device. The suction button was found stuck in the open position. A device history review DHR showed that device met specs when shipped to the customer. Once the button was released, it didn't stick any more. The evidence presented does not imply what caused the device to fail. The device met specs, and we consider this complaint investigation complete and closed.